Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no reported adverse impact to the customers blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.